Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogation prior to implant despite the use of two separate telemetery wands and programmers. The ICD was not implanted and was returned to guidant for analysis.